Event description:
Possible overdelivery reported. The customer contact states the pump was returned from clinical svc with a note stating "possible malfunction of pump. Secondary infused entire bag, although the pump was programmed directly as concurrent." Customer contact states no incident report was generated with attached serial number, and no reported adverse pt event or harm. Though requested, no further info was available.